Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements greater than 3000 ohms. This lead remains in service. No adverse patient effects were reported.